Event description:
Per the clinic, the patient presented to the emergency room on (B)(6) 2026 with complaint of fever, ear pain, and an infection (abscess) at the implant site. Subsequently, the patient underwent revision surgery under general anesthesia on (B)(6) 2026 to address the infection and hospitalized overnight. Intravenous antibiotics were administered, and the patient was discharged on (B)(6) 2026.